Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that suction tubing was to be used on a colonoscopy with esophagogastroduodenoscopy (egd) procedure, performed on (B)(6) 2020. According to the complainant, during preparation, a foreign body noticed inside of tubing. The procedure was completed with another suction tubing. There were no patient complications reported as a result of this event.